Event description:
It was reported that the pump touch screen had data delay occur. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.